Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter revision and replacement on (B)(6) 2012. The catheter could not be aspirated and was not delivering drug. Patient experienced withdrawal. The location of the issue was "somewhere in the spinal segment". A (B)(4) study and a (B)(4) study were conducted prior to revision. During revision, a needle was placed at l5/s1; good cerebrospinal fluid (csf) was present. The catheter was inserted and tip rested around l1. Frank blood, not csf, had started to drip from the proximal lumen of the newly placed spinal segment catheter. After observation, the catheter was pulled and csf was accessed through a new needle stick. The catheter was inserted, presenting good csf flow with a slight pink tint. The new catheter was connected to the old and patient was closed. Following the catheter revision/replacement, patient presented with rapidly progressing pain and neurological deficit in the lower limbs. The patient experienced symptoms of loss of feeling and weakness to lower extremities. The patient was transferred to another hospital to have a MRI done. Exploratory surgery was conducted. It was discovered that there was an intrathecal arteriovenous malformation (avm) around l1. The hematoma was decompressed, bleeding controlled and patient closed. The patient's symptoms were improving. It was not applicable at the time if patient was receiving effective drug therapy as saline was being used in the delivery system.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product typ catheter; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product typ catheter. (B)(4).